Event description:
During AED deployment, the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: device ECG was reviewed for this incident. Conclusion: subject's rhythm was a borderline shockable rhythm, the device operated accordingly and reversed a shockable rhythm once the rhythm became non-shockable due to ECG morphology.